Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2026, it was reported by an arthrex's employee via an email that for 1 unit of ar-4068-25tl, suturelasso¿ sd, 25° tight curve left, it has inconsistent wire loop thickness which result in not achieving smooth shuttling. This was detected during a rcr procedure on (B)(6) 2026. The procedure was completed successfully by using another new ar-4068-25tl. There was no patient harm. Additional information received on 22nd jan 2026: the issue was discovered upon opening the package during a procedure.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing.